Event description:
It was reported that this implantable pacemaker was explanted due to non-specific product performance issue. A new device was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was explanted due to non-specific product performance issue. A new device was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating that the patient went to the emergency room (ER) since the patient was feeling lightheaded and the physician replaced the pacemaker since it stopped working.